Event description:
It was reported during the troubleshooting of a low drain volume that a patient experienced a heart attack coincident with peritoneal dialysis (pd) therapy. The cause of the heart attack was unknown. The patient was hospitalized for the event. Treatment and patient outcome was not reported. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a complete evaluation could not be performed. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.